Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The patient returned for the routine 1 month follow-up visit presenting with a type iii endoleak. A re-intervention was performed on an unknown date to place a balloon expandable stent in the left iliac limb to resolve the endoleak. As of the date of this report, there have been no additional patient sequelae reported.